Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Following our receipt of one transmitter and performed visual inspection and found transmitter with physical damage to cow catcher and all connector pins and moisture damage. Unable to perform functional test or verify battery anomaly due to physical/moisture damage. In conclusion, the customer complaint of moisture damage was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced bleeding, loss of communication between pump and transmitter, transmitter was exposed to fluid due to sensor bleeding. The customer reported no adverse event. The event involved product mmt-7841zn, mmt-7040a. Troubleshooting was performed for site issue. Advised the customer to change the sensor. No harm requiring medical intervention was reported. No product return was required for mmt-7040a. Mmt-7841zn was requested and customer response was the device will be returned. The customer will discontinue the use of the device mmt-7841zn.